Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma.

Event description:
Health professional reported left side sudden increase in volume with peri-liquid collection. Patient with pain and irregularity on palpitation at left side. Patient report of mastalgia and galactorrhea. The device shows external rotation and posterior and lower displacement. The device remains implanted.